Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of inner sheath detached.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed but a portion of the yellow inner sheath along with the white olive tip became detached and stuck inside the stent (about 10-15 cm). The inner sheath along with the tip were subsequently retrieved using a rat-tooth forceps without moving the stent. The stent remained implanted and the procedure was completed. There were no patient complications reported as a result of this event.